Manufacturer narrative:
The complaint device was returned for analysis. It was noted that the annulus of the burr was misshapen. There were no scratches that exposed any brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿never advance the rotating burr to the point of contact with the guide wire spring tip. Such contact could result in distal detachment and embolization of the tip.¿ (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-08453. It was reported that the rotawire detached. The 90% stenosed target lesion was located in the severely tortuous and severely calcified lesion. A 325cm rotawire and a 1.75mm rotalink plus were selected to treat the unspecified target lesion. Upon preparation, it was observed that the rotawire detached. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is good.

Event description:
Same case as MDR ID 2134265-2013-08453. It was reported that the rotawire detached. The 90% stenosed target lesion was located in the severely tortuous and severely calcified lesion. A 325cm rotawire and a 1.75mm rotalink plus were selected to treat the unspecified target lesion. Upon preparation, it was observed that the rotawire detached. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is good.